Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic with complaints of phrenic nerve stimulation, x-ray revealed lead dislodgement. Hv therapy was disabled and programming changes were made, and the lead was later explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.